Event description:
Information was received indicating that a smiths medical cadd extension set leaked day 3-4 of infusion of blincyto drug. It was also reported that the cassette and extension set have been used for up to 96 hours (4 days) and leakage at site of 0.2m filter was present after 72 hours post connection to the patient. The reporter indicated that it seemed the leakage area was from the air vent at the back of the filter and it occurred on the 24 hours of infusion. There were no patient consequences reported. No adverse effects were reported.

Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed no discrepancies. Customer?s reported issue was not duplicated. Leak test was performed, and no leaks were detected. The root cause of the reported issues was not determined. No discrepancies were found, and complaint was not duplicated. Actions taken to mitigate the reported issue: no corrective actions are required since the complaint was not confirmed.